Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port pin is broken and the device does not charge with a charging cable. There was no reported patient involvement, therefore no health consequences or impact.